Event description:
It was reported that the patient came in to the clinic for a routine check. Intergation indicated that there was no magnet response and no pacing noted. Battery depletion was reported to be earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed lifted hybrid bond wires. This device was included in a field action, returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592-45 implantable pacing lead 2002 (B)(6); 5076-52 implantable pacing lead 2002 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.